Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by right sided pain, diarrhea, and the patient not eating well. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning the day of or one day after onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date in the month following the onset of peritonitis, antibiotic therapy was discontinued. Dianeal therapy was ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.